Event description:
The facility representative reported a flogard infusion pump with a 38 failure code. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Device evaluation: the reported condition was confirmed during device evaluation. The assignable cause was damaged force sensing resistors (fsrs). The fsrs were replaced to correct the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4).